Event description:
Went to emergency room for chest tightness/shortness of breath. Follow up lab test revealed lung scarring, lung nodules, elevated diaphragm. Use phillips dream station for almost 5 years. Model was on recall list. Non-smoker. FDA safety report ID # (B)(4).